Manufacturer narrative:
The insulin pump was received with all buttons functioning properly. No button error alarms were noted. However, moisture damage was noted on keypad traces during visual inspection. Moisture damage was noted on lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 575 mg/dl. The customer treated with a shot. The customer stated that the alarm occurred right after the pump was exposed to moisture. The customer stated that she had the pump under her clothes and she was sweating. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.